Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Power on reset (por) occurred on (B)(4) 2010 (write to locked ram por with ecc-lead integrity alert conflict). There was a patient alert for device circuit error on (B)(4) 2010.

Event description:
It was reported that the device electrically reset and wireless telemetry was no longer available. The device settings were reprogrammed and it remains in use. No patient complications have been reported as a result of this event.